Event description:
A hospital in another country, reported that the rt212 breathing circuit failed the leak test on set up.

Manufacturer narrative:
The device is not sold in the USA but it is similar to another device which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation.